Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since a lead revision, during recharging they had a pins and needles sensation about halfway through the recharging session. Their doctor was aware of this issue. The patient was indicated for non-malignant pain. No troubleshooting, cause, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.